Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information for further investigation was requested but not provided. The involved cobas h 232 analyzer was provided for investigation, but no information within the analyzer, including the used test strip lot number, could be accessed since it had been deleted.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they had an erroneous result for one patient sample tested for troponin t quantitative (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. The customer stated that they were getting expected results with the same test strip lot number both before and after the issue. No errors occurred on the analyzer. The customer stated that they did not know of any conditions or drugs that would interfere with the patient result. The patient sample was tested at bedside on the cobas h 232 analyzer, resulting with a tnt value of 1008 ng/l. A second sample was collected from the patient and tested for tnt on a laboratory analyzer, resulting as < 50 ng/l. A third sample was also collected from the patient and tested for tnt on a laboratory analyzer, resulting as < 50 ng/l. The patient was not adversely affected. The cobas h 232 analyzer serial number was (B)(4). The test strips were requested for investigation, but the customer stated that the test strips were not available for return.